Manufacturer narrative:
At this time no other information is available. Device has not been returned for evaluation. This incident is being reported based on customer description of incident.

Event description:
Customer indicates the AED incorrectly advised shock. (B) (4).